Event description:
It was reported that during an angioplasty treatment procedure a balloon rupture occurred. The 70% stenosed target lesion was located in the saphenous vein graft to diagonal artery. The 2.5mm x 12mm maverick 2 balloon catheter was advanced. Inflation was performed once to 6atms. During the second inflation, the balloon ruptured at 12atms. The device was removed. The 3.5mm x15mm promus stent was deployed and post-dilation was performed with 3.75mm x12mm nc trek non-bsc balloon to complete the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).